Event description:
The customer reported the battery failed early during use on a pt. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.